Manufacturer narrative:
Evaluated two open and used reservoir. Performed pre-fill reservoir. Found no air bubbles and no leakage anomalies during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles and no leakage; cannot performed manual test to reservoir due to the plunger not returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leaking at o rings. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.